Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with a heart rate of 18 pulses per minute. The pulse generator exhibited loss of capture. The device was explanted and replaced.